Event description:
The report received from the account, indicated that during a coronary procedure, the 2.25 x 15 mm dura star balloon catheter, was inflated in the left main artery to approximately 10-15 atmospheres, however, the balloon ruptured. The physician then attempted to withdraw the balloon into the guide, but encountered resistance. After several attempts, the physician was able to remove the dura star back into the guide. When the balloon was removed from the guide, 3/4 of the balloon was missing from the tip of the catheter. The guide was flushed and the artery was floured but the missing pieces were not found. Another balloon was used to complete the procedure. The pt remained hemodynamically stable. The sales rep for the account indicated that after inspection fo the unit, the shaft appeared to be elongated and that, although, the balloon had separated, the balloon did not "embolize" in the pt. Another balloon was used to dilate the lesion and a stent was implanted. The pt was reported to be in good condition. Before encountering the balloon burst, there were no difficulties with the device. There was no resistance advancing the balloon catheter and there were no difficulties crossing the lesion. The contrast to saline ratio used during the procedure was 50-50. Further communication indicated that the intended procedure included treatment of a restenotic lesion in the left main. The lesion presented moderate tortuosity and 85% stenosis and moderate vessel angulation. The product info regarding the previous stent implanted was unk, however, the implant procedure took place in 1997.

Manufacturer narrative:
Please note that the account submitted a medwatch form; however, it is unk if the form was submitted to the agency. The product has been returned for eval and testing. However, as of yet the eval has not been completed. Additional info will be submitted within 30 days upon receipt.